Manufacturer narrative:
Evaluation of data did not confirm the permanent out of range signal. Data was received (B)(6) 2013.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal. Data was also received for a receiver on 3/20/2013 but no defect was found.